Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery test. The device had completely broken off reservoir tube lip, the reservoir does not lock in the reservoir tube. The device also had minor scratches on the display window, cracked case at display window corner, cracked display window, and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, reported via phone she was experiencing high blood glucose of 27 mmol/l. She had bolused and the blood glucose was still high. Upon checking the device she noticed the reservoir was loose, it wouldn't stay securely locked. She stated there was something missing that is preventing the reservoir from locking in place. Customer's current blood glucose was 14 mmol/l. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.